Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Potential post procedural complication is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of possible post procedural complication. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The reported event involves a patient in germany who underwent a procedure for the replacement of a percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube on unknown date. On an unknown date, the patient was hospitalized because the peg had become detached and a tube replacement was carried out. On (B)(6) 2025, the patient died. The consumer reporter did not know whether there was a connection. The tubing replacement date was not provided. An autopsy was not performed. Despite multiple queries, there is no clear evidence linking the device to the reported event, and no additional information regarding device-related allegations, malfunctions, complications, diagnostic testing, or treatment is available. Therefore, out of abundance of caution, abbvie is conservatively reporting the event without attributing causality to the device.